Manufacturer narrative:
Initial reporter contact number: (B)(6). Facility contact number: (B)(6). Limited information has been received. Adopting a conservative approach it is presumed the needle punctured the endoscope due to a retraction issue. FDA MDR reporting required based on the malfunction reporting precedence established for this device family for the issue of 'non retraction of the needle'. A total of ten unused echo-hd-22-ebus-o devices were returned in their original sealed packages for evaluation. The lot numbers were noted to be c1140096 (8x) and c1107160 (2x). These echo devices were received in their original sealed packages. All were examined visually and no damage or anomalies were noted on the packaging or the actual devices. One sealed device of lot# c1107160 was opened for examination and functional testing. No damage was noted along the length of the sheath, the handle actuated fine and it was possible to advance/retract the needle without any resistance. No issues were noted in regards to the ¿looseness¿ of the needle. The device was manufactured to specification and functioned as intended. The actual device involved in this complaint is an echo-hd-22-ebus-o device of unknown lot#. The echo-hd-22-ebus-o device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. As the actual complaint devices were not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Although the returned unused echo devices were confirmed to have been manufactured to specification and functioned as intended, the customer complaint will remain confirmed based on the customer testimony. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use ifu0051-5 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". It is also mentions in the instructions for use section (step 5): ¿caution: during needle adjustment or extension, ensure the device has been attached to the accessory channel of the endoscope. Failure to attach the device prior to needle adjustment or extension may result in damage to the endoscope¿ the manufacturing records of the actual device involved in this complaint could not be reviewed as the lot number of the complaint device was not provided. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and evaluation of unused devices by this user facility in relation to this event. Initial description submitted as follows: the physician has experienced multiple cases where the needle becomes loose and it penetrates the inner channel of the scope. This has happened several times since (B)(6) of 2015. The physician is concerned their scopes are getting damaged / compromised.

Manufacturer narrative:
(B)(6) limited information has been received. Adopting a conservative approach it is presumed the needle punctured the endoscope due to a retraction issue. FDA MDR reporting required based on the malfunction reporting precedence established for this device family for the issue of 'non retraction of the needle'. The device involved in this complaint is an echo-hd-22-ebus-o device of unknown lot#. The echo-hd-22-ebus-o device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. As the devices were not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use ifu0051-5 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". It is also mentions in the instructions for use section (step 5): ¿caution: during needle adjustment or extension, ensure the device has been attached to the accessory channel of the endoscope. Failure to attach the device prior to needle adjustment or extension may result in damage to the endoscope¿ the manufacturing records of the device involved in this complaint could not be reviewed as the lot number of the complaint device was not provided. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The physician has experienced multiple cases where the needle becomes loose and it penetrates the inner channel of the scope. This has happened several times since (B)(6) 2015. The physician is concerned their scopes are getting damaged / compromised.